Manufacturer narrative:
In response to FDA report number: mw5088501. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were tightening of the skin and hot around the implants, autoimmune, chronic fatigue, rashes, vision and allergy problems, r. A., thyroid, inflammation, seizures, "fibro." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency (mw5088501) "tightening of skin and hot around the implants." Patient additionally reported "very ill with autoimmune, chronic fatigue, rashes," "vision and allergy problems," "r. A.," "thyroid," "inflammation," "seizures," "fibro"; these events are not related to the device. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported via regulatory agency (mw5088501) "tightening of skin and hot around the implants." Patient additionally reported "very ill with autoimmune, chronic fatigue, rashes," "vision and allergy problems," "r. A.," "thyroid," "inflammation," "seizures," "fibro"; these events are not related to the device. Device has been explanted. This record is for the left side.